Manufacturer narrative:
A partial lead measuring 23.0 / 25.0 cm (outer insulation / inner and outer coils) was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13861. It was reported that the device was explanted due to the leads being cut in a previous valve procedure. Both leads had been cut and the distal ends removed. There was no anomaly on the device, when the patient came to this hospital the device had already been programmed to pacing off. The patient was stable before and after the procedure. The physician does not plan on re-implanting.